Event description:
It was reported that the patient received inappropriate therapy, due to noise on both lead channels. The lead was replaced.

Event description:
Major pump unit(s) involved: blood pump. Inflow cannula malposition since weight loss. Specific component(s) involved: inflow graft malfunction/malposition. Cannula has moved laterally. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found that the outer insulation and is-1p proximal cable insulation were abraded at 54cm from the connector. This abrasion could be caused by friction to another device and result in the reported event.